Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery using a proglide device after a peripheral intervention procedure with a 6fr sheath. Reportedly, prior to device insertion it was noted that the proximal end was slightly bent. Against the guidance of the abbott rep, the device was still inserted and deployed. However, the physician was unable to fully depress the plunger. The lever was retracted and an attempt was made to remove the device but there was resistance and the physician felt that the foot of the device was still open. The lever was then re-opened and force was used to depress the plunger and deploy the needles. The physician was able to retrieve the sutures upon removing the plunger and cut the suture with the quick cut mechanism. However, the device was unable to be removed from the anatomy. The physician then proceeded to break the handle of the device and use the actuator wire to manually retract the foot. The physician decided to use a new prostyle device and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported bent material was confirmed. The reported mechanical jam plunger and difficult to close foot could not be confirmed due to return device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, prior to device insertion it was noted that the proximal end was slightly bent. Against guidance, the device was still inserted and deployed. Per the instructions for use (IFU): do not use the perclose proglide system if the components appear to be damage or defective. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Reportedly, force was used to remove the device. Per the IFU: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Based on the information provided and return device analysis, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to a mechanical jam (plunger deployment issue) include, but are not limited to, needle deflection during plunger deployment due to interaction with calcified patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. In this case, it is unknown if the reported IFU deviations contributed to the reported difficulties. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force, 2017 - use after damage.